Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed and the cause appears to be related to use of the device. One 15cm straight power trialysis slim-cath was returned for investigation. Evidence of use was observed on the catheter. Blood residue was observed within the catheter. Tape residue was observed on the extension legs and the trifurcation. The extension leg of the power injectable lumen had been cut 1.4cm from the proximal end of the trifurcation and the proximal segment of the extension leg was not returned for investigation. Sutures were tied through the holes in the suture wing. A kink was observed in the t/l tubing 3mm from the distal end of the molded trifurcation. A hole was found in the tubing at the apex of the kink. Due to the crease in the tubing, it appears that the catheter was placed in a location that was vulnerable to kinking. The stress induced from kinking the catheter appears to have created a hole in the tubing. The product IFU states, ¿catheters should be implanted carefully to avoid any sharp or acute angles.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rean1513 showed no other similar product complaint(s) from this lot number. Sample not received.

Event description:
It was reported that 11 days after placement of the device, slight blood leakage was observed. A crack was observed on the catheter near the bifurcation.